Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, during rotator cuff tear, the versalok pre packed w/oc, suture could not squeeze down the firing trigger, the gun is our j&j instrument, the suture of the inner anchor was loose(the impact product was used as external anchor to fix the inner anchor), could not remove the anchor, used another brand's metal plate to fix the anchor. After operation, the surgeon re-fired the gun without anchor, could squeeze down the firing trigger. So he suspect it is anchor issue, not related to the gun. The surgery delayed about half hour. The patient is stable and in the hospital now. The device is available to be returned for evaluation. Additional information received from the affiliate reported it was unknown if the use of the metal plate caused any bone or soft tissue injury to the patient. The affiliate also reported the case was successfully completed and the patient is in stable condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during rotator cuff tear, the suture could not squeeze down the firing trigger, the gun is our j&j instrument, the suture of the inner anchor was loose(the impact product was used as external anchor to fix the inner anchor), could not remove the anchor, used another brand's metal plate to fix the anchor. After operation, the surgeon re-fired the gun without anchor, could squeeze down the firing trigger. So, he suspect it is anchor issue, not related to the gun. The device was received without suture card and sleeve anchor. The distal tip of the inserter which holds the anchor there is not damage observed. Besides, there are some marks of wear in the distal metal. Since the gun and the suture were not returned, it is not possible to test its functionality. The photo not provided additional evidence of the failure into device. The issue experience by the customer cannot be confirmed. As a result, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number:2l62313, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot number:2l62313, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.